Event description:
(B)(4). Should additional information become available, a supplemental record will be filed.

Event description:
Update from 12/8/2015 from consumer affairs: the lawyer representing invacare stated the model in this case has been identified as an action xtra with serial # (B)(4). The allegation made against the wheelchair is it was not equipped with a seat positioning strap. No malfunction reported. After speaking with lawyers representing other parties, the focus of the incident appears to be a defect in the sidewalk and not the wheelchair. Lawsuit received stating the consumer was being pushed in an unspecified wheelchair when the wheelchair hit a raised portion of the sidewalk. As a result, the consumer fell out the wheelchair and sustained unspecified injuries. Eventual death.

Manufacturer narrative:
(B)(6). (B)(6) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
Lawsuit received stating the consumer was being pushed in an unspecified wheelchair when the wheelchair hit a raised portion of the sidewalk. As a result, the consumer fell out the wheelchair and sustained unspecified injuries. Eventual death.